Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer accidentally programmed a bg value of 220 (mg/dl) into the carbohydrates field, and delivered a bolus of 6 units. Additionally, the customer received a maximum bolus alert (which was set at 6 units); however, the customer confirmed and delivered the full 6 units of insulin. The customer's blood glucose level was 200 mg/dl after the reported issue, and the customer consumed candy, drank juice to prevent an adverse event.